Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient runs their device 24/7 and has many groups that they use depending on the severity of their headaches. The patient claims that over the past few months, their device has been turning itself off. They further stated that it occurs 1-2 times a week. At first, the patient thought they might be pressing the off button when trying to sync with their programmer, but then they noted that was not the issue. The patient mentioned that they are not near emi, just near a laptop potentially. They noted that the device shutting itself off is not specific to any of their groups. They explained that they feel the stimulation on, and when they feel it turn off they check it with the programmer, which shows the device to be off. It was recommended that the patient keep a log of when the device shuts off. The patient was to follow-up with their healthcare provider. They were implanted for headache and spinal pain.

Event description:
The data from the received file was reviewed and sent to the manufacturer representative. It was noted that there were multiple instances from the data within the file where the patient turned the implantable neurostimulator (ins) off and then back on within a very short time frame. It was noted that likely the on/off issue occurred because of the sync/off button being hit. The caller noted that the patient did not feel like this was a big issue.

Event description:
Additional information was received from the manufacturing representative reporting that they will be seeing the patient on thursday and will run impedances etc. And will follow-up after their meeting.

Event description:
Additional information was received from the manufacturing representative (rep) regarding the patient. It was stated that the rep checked the patient¿s impedances. The rep was waiting to receive a new 8580 report link so they can send the data. The patient reported that they felt their stimulation shut off on (B)(6) 2017 at 4:20am and 1:01pm, and on (B)(6) 2017 at 12:00am. The patient is doing fine otherwise, and noted that they usually charge around the 50% mark.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2017, the following observations were received from technical support regarding the data files the rep sent to them: technical support reported that the file indicated that the most recent interrogation of the device was on (B)(4) 2017 at 5:31pm and the interrogation before that was on (B)(4) 2017 at 4:07pm (according to the time on the ins). It was stated that this means that there were 273 days or 6553.4 hours between the two sessions. The clinician programmer report indicated that the stimulation was on for 6533 hours between the two interrogations. It was reported that this usage value is rounded to the nearest whole number so the amount of time that the ins was off, over a seven month period, was a maximum of .9 hours. They then reported that the patient was turning the device off using the patient programmer or recharger and they provided a list of all the recorded on/off events since july (because a limited number of commands are stored and the patient changes groups often, commands before (B)(4) had been overwritten). It was also noted that the time stamps only have a resolution of 1 minute, so on and off activations with the same time stamp were sent to the ins within the same minute. The following were the time stamps: (B)(4) 3:46am - therapy off (B)(6) 3:59am - therapy on (B)(6) 3:59am - therapy off (B)(6) 3:59am - therapy on (B)(6) 1:20am - therapy off (B)(6) 1:20am - therapy on (B)(6) 2:53pm - therapy off (B)(6) 2:53pm - therapy on (B)(6) 1:03am - therapy off (B)(6) 1:04am - therapy on (B)(6) 8:05pm - therapy off (B)(6) 8:05pm - therapy on (B)(6) 10:35am - therapy off (B)(6) 10:36am - therapy on (B)(6) 7:10pm - therapy off (B)(6) 7:10pm - therapy on it was indicated that all of these events could only be the result of an interaction between the ins and the recharger or patient programmer. If an off command was not sent to the ins to turn it off then there would not be a record in this log. The patient clearly uses their programmer a lot as there were 384 group change commands sent to the ins since (B)(4). It was reported that technical services could understand why the patient was confident in their ability to use the programmer, but it seemed plausible that in some cases when the patient attempted to check the device or switch groups that they mistakenly pressed the stimulation off button. It was also reported that the ins records any events in which stimulation turned off because the battery charge level reached 0 percent and for the period between (B)(6) and (B)(6), this did not occur. Therefore, the patient had not been losing stimulation because the battery was depleting. The raw data files were received in additional to technical services observations of them. On (B)(4) 2017, additional information was received from the manufacturing representative (rep) reporting that technical services sta ted that the cause of the patient¿s stimulation shutting off again these last few months must have been due to the patient inadvertently shutting it off with the patient programmer. However, the rep was not sure at this point if the issue of the stimulation shutting off intermittently had been resolved. It was reported that they would follow-up with the patient¿s doctor and the patient in the near future. It was reported that the patient¿s weight at the time of the event was unknown. It was reported that the provided information was confirmed with the patient¿s physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that they were at the doctor's office and the patient had requested to see them again. The patient claimed that their stimulation had not been shutting off for a while. Then more recently they were having the same issue that they originally described in their record and it was stated that this began happening again over the past few months. The rep stated that they had ran the patient's impedances and they got all normal values. Another data file was collected from the ins and would be sent to technical services. No further complications were reported/anticipated.